Event description:
The customer contact reported a leak. At an unspecified time, an unspecified primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified concentration of etoposide. At an unspecified time, during backpriming of solution from the primary tubing set into the secondary tubing set, it was reported that an unspecified volume of solution leaked from a hole "approx halfway up the line" of the secondary tubing set. No specific details were provided. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the sample was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.